Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 65 cm super torque mb pigtail (pig) angiographic catheter, snapped in half/sheared off inside the body. It was safely removed over a non-cordis wire. There was no reported patient injury. The device was not resterilized. There were no any anomalies noted when removed from the package and/or during prep. Additional information was requested but not provided. The device will be returned for evaluation.

Event description:
As reported, a 5f 65 cm super torque mb pigtail (pig) angiographic catheter, snapped in half/sheared off inside the body. It was safely removed over a non-cordis wire. There was no reported patient injury. The device was not resterilized. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f 65 cm super torque mb pigtail (pig) angiographic catheter, snapped in half/sheared off inside the body. It was safely removed over a non-cordis wire. There was no reported patient injury. The device was not resterilized. There were no anomalies noted when removed from the package and/or during prep. Additional information was requested but not provided. One non-sterile unit of a cath mb 5f pig 65cm 8sh was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, a separated condition was noted at the catheter body, located approximately at 25.2 cm from the distal tip. Both separated portions of the unit were returned for analysis. No other anomalies in the hub, tip, nor body/shaft were noted. Due the separated condition on the unit, a microscopical analysis was performed. An sem analysis was not required since the separation characteristics were observed using the vision system. Results showed that the separated area of the unit presented evidence of elongations. No other anomalies were observed during the analysis. The reported event by the customer as ¿catheter (body/shaft) ¿ separated¿ was confirmed since a separation was noted on the body of the catheter. A microscopical analysis was performed and, results showed that the separated area of the unit presented evidence of elongations. The elongations found on the plastic material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the instructions for use (IFU), which is not intended as a mitigation, the catheter should be stored in a cool, dark, dry place. To prevent damage to the catheter during removal from the package, grasp the hub (as was done in this case) and withdraw the catheter. To prevent damage to the catheter, straighten the tip only with a diagnostic guidewire or tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the sheath. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.